Manufacturer narrative:
During removal, the angiosculpt device separated in the patient. Additional intervention was required to remove from the patient, thus resulted in a prolonged procedure. No piece of the angiosculpt device was retained in the patient. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The angiosculpt device was returned without the distal tip, distal bond, balloon, and scoring element. The device separated at the intermediate bond. The transition tubing and shaft was severely stretched. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon was inserted over a .014" e s"port guide wire and resistance was noted tracking to the lesion. The balloon was inflated to 6 atm for 3 min. The balloon was deflated and attempted to remove from the body. During removal it was discovered that a kink in the wire had appeared and became difficult to remove. When the scoring element of the balloon engaged the 6f sheath, it became more difficult to pull out. While attempting to remove, the distal shaft broke. The balloon and scoring element became trapped in the distal portion of the sheath. The patient was sent to surgery to remove the remaining device from the patient's leg.